Event description:
The customer reported the system displayed a communication error during a case. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system, and adjusted the main frame 5v power supply. System operates as intended. This MDR is related to ge healthcare complaint.